Manufacturer narrative:
The investigation could not determine a specific root cause. The comparison of two different sample types (whole blood vs. Serum), the time difference in testing, and possible hemolysis were possible causes. The calibration, qc, and analyzer data showed no indication of an issue. No product problem could be found.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). Phone was provided as "(B)(6)".

Event description:
The customer received questionable low roche omni electrode potassium results for two samples from one patient. Sample 1 initial result was 4.63 mmol/l. The result from a cobas 6000 c (501) module was 5.11 mmol/l one arterial blood sample was used for both tests. Sample 2 on (B)(6) 2017, the initial result was 3.95 mmol/l. The result from a cobas 6000 c (501) module was 4.43 mmol/l one arterial blood sample was used for both tests. The erroneous results were reported outside the laboratory. The patient was not treated or injured by the event. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
Product code was updated.